Manufacturer narrative:
(B)(4). Upon further evaluation, it was determined that initial MFR-0001038806-2019-00348, and supplemental MFR-0001038806-2019-00348-1 was filed under the incorrect MFR numbers. This report (MFR-0002023141-2019-00332) will encompass these two previously submitted reports; initial and supplemental. An unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint reported that the abutment screw loosened. The reported complaint could not be verifiable due to the nature of the event and lack of returned product. A definitive root cause for this complaint could not be determined.

Event description:
It was reported that the unknown zimmer screw loosen in the patient's mouth.